Event description:
It was reported that the patient presented in hospital for an implantable cardioverter defibrillator check. It was discovered that the patient's device pocket site eroded. The patient was kyphotic and could not see where the device was located. The device was explanted. Patient was stable before, during, and after the procedure. Device was replaced on (B)(6) 2017.

Manufacturer narrative:
Analysis was normal. No anomalies were found.